Event description:
The hospital reported that at the completion of the coronary artery bypass graft procedure, the heartstring seal was difficult to remove from the aorta. A side biter clamp was used to complete the procedure. No other pt complications were reported by the hospital.